Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer stated that the drive support cap appears normal. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will discontinue to use the device.